Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery has been calibrated three times and operational check still says calibration is recommended. There was no adverse patient impact reported.